Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she had a stroke/ brain aneurysm on (B)(6) 2015. The patient got out of rehab in (B)(6) 2015 and was in a coma for 4 weeks. Since the stroke, the patient had been leaking like crazy and had urgency. The patient was also not feeling any stim since the stroke. She had not used the programmer in a long time and was not sure how to use it. She replaced the programmer batteries and was able to sync at the time of report. She was on 0.25v but did not see lightning bolt- implantable neurostimulator (ins) was off. The patient was able to turn the ins on and increase to 0.30v. She had an appointment with the primary doctor on 2016-feb-01 and planned to get a health care professional referral. MRI compatibility guidelines were requested for stroke and confusion. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to know if the stroke/ aneurysm were related to the device/ therapy, circumstances that led to the event and the steps taken to resolve the return of symptoms and no stim. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports the stroke/brain aneurysm was not related to the device or therapy. The pat ient had not notified their healthcare provider about the return of symptoms and no stimulation. The patient noted that they was going to a urologist on (B)(6). The patient was not sure what circumstances that led to the return of symptoms and no stimulation. There were no steps taken to resolve the issue and the symptoms and no stimulation had not been resolved yet.